Event description:
It was reported to arthrocare on (B)(6), 2011, that pt underwent a procedure using a super turbovac 90 with integrated cable arothrowand. Allegedly the pt's tissue was blackened. No additional info is available.

Manufacturer narrative:
Pt age and gender were requested, but to date have not been received. Date of event was requested but to date has not been provided, therefore an approx year was used. The device was returned to arthrocare for investigation. The investigation is currently in progress. A follow up report will be provided once the lot history has been reviewed and investigation is complete.